Event description:
During routine testing by a zoll medical sales rep, the devices multi function connector was found to be damaged and the cable was unable to attach to the device. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow up report when our investigation is completed.